Event description:
I had essure implanted and the last couple of years I have experienced heavy bleeding, hair loss, abdominal pain, weight gain, night sweats, and headaches. I went to the doctor for my yearly checkup and discussed several problems I had been experiencing and she wanted to do an ultrasound to rule out potential other problems and discovered that one of my essure coils had migrated out of my fallopian tubes and wasn't sure where it was. The other one was in the fallopian tube but had also migrated as well. The end result was I had to have a partial hysterectomy and the doctor found the coil that was missing embedded in my uterus. FDA safety report ID# (B)(4).